Event description:
It was reported that the patients ipg was completely dead. The patient underwent an igp replacement procedure wherein an MRI compatible ipg was implanted. The explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patients ipg was completely dead. The patient underwent an ipg replacement procedure and the explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the patients ipg was no longer holding a charge. The patient was doing well postoperatively.